Event description:
Reporter stated that pt was exhibiting symptoms of hypoglycemia. Pt's wife reportedly tested pt's blood glucose back-to-back, using the aviva system, and obtained results of 7.4 mmol/l, 10.6 mmol/l, and 4.0 mmol/l. Reporter noted that, due to hypoglycemic symptoms, pt was unable to test himself. Based on pt's symptoms, pt's wife treated him with "lucozade." No add'l treatment was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in another country.